Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient developed peristomal abscess. From (B)(6) 2020 to (B)(6) 2020, patient was treated with antibiotic augmentine without improvement. It was reported that on (B)(6) 2020, the antibiotic was changed to ciprofloxacin 500 mg till (B)(6) 2020. The stoma was also treated with topical fucidine ointment. The report indicated that the abscess has not been resolved and there is induration in the peristomal area. The patient was seen by the physician and a new cycle of ciprofloxacin 500 mg, twice a day for 7-10 days was prescribed until the results of the culture are known.